Manufacturer narrative:
(B)(4). Type of investigation historical data analysis - a 5-year similar events review was carried out for death events in patients implanted with thoraflex hybrid. The low occurrence rate of 0.094% was confirmed (complaints v sales). Trend analysis - no negative trend in number of death reported events was identified. Analysis of production records - a review of the retained manufacturing and quality control records confirmed that the device was manufactured to the intended specifications. Device not returned to manufacturer. Investigation findings no device problem found. Investigation conclusion failure to follow instructions - physician did not remove wire prior to pulling red tab. That goes against product IFU guidance. Thoraflex hybrid us IFU(31-213-usen) section 12.5.3 guide wire removal consists of caution that states the following: if a guide wire was used during deployment of the device, it must be removed from the system before the release wire is removed. This step enables the guide wire to be removed while device remains held in position by the system, thereby preventing movement of the stented section.

Event description:
On the (B)(6) 2022 thoraflex hybrid implant was carried out. During procedure wire was not removed prior to pulling red tab causing stent graft to "accordion" and loss of distal seal leading to bleeding. Stented section of the device was found to be bunched up in the descending aorta. Device pushed out and extended with gore tag device. Six days post procedure patient deceased due to stroke.